Event description:
The customer reported that during a procedure, after sealing, the device would not reopen while applied to tissue. It is not known how the device was removed from the tissue. Another device was opened and used to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
(B)(4). One used device was returned and evaluated. Visual inspection found no defects. The jaws were not stuck shut and the handle was latched and unlatched without difficulty. The jaws opened and closed normally when the handle was activated. The investigation found the device to function normally and within specifications. A device history review could not be conducted because a valid lot number was no provided.

Manufacturer narrative:
(B)(4). Additional questions in regard to the incident have been asked. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.